Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited noise and high impedance measurements. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the damage noted at the distal region of the lead. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.